Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal follow-up, externalized conductors were observed. Patient was asymptomatic. Low, out of range high voltage lead impedance was observed. The lead was capped and replaced on (B)(6) 2016. The patient was in good condition and will continue to be monitored normally.

Manufacturer narrative:
A partial lead with the connector pin measuring 35.2 cm was returned for analysis. External insulation abrasion was noted at 23.4-23.8 cm from the connector pin consistent with lead friction to the ICD can. Clavicle crush damage was noted at 31.2-32.3 cm from the connector pin. The etfe coating was intact at these locations.